Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge during self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the incorrect type of pads were being used to perform the automatic self test. Additionally, the device was not adjusted to the required energy level of 30 joules to perform the 30 joule self test. In order to successfully complete a self test, the user needs to use the type of electrode pads that are confirgured in the device and the joules setting needs to be set at 30 joules. This report has bee attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.